Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced pocket pain. A revision was performed to reposition the device. The device remains in service. No additional adverse patient effects were reported.